Event description:
It was reported that the pt's pump was replaced. Two days later, the pt went to the ER and was admitted to the intensive care unit with unspecified underdose symptoms. The hcp had tried three 75 mcg boluses of compounded baclofen (1000 mcg/ml) and planned to try a fourth to see if the pt would respond. The pt's pump contained compounded baclofen, morphine, and bupivicaine. The hcp further reported that the new pump had never delivered the medication and that the pt had had a heart attack due to the baclofen withdrawal. The hcp had been unable to determine if the problem was with the pump or catheter due to managing the pt's heart attack. Approx two weeks post implant, the pt's pump was removed due to infection. The pt was still hospitalized. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.